Event description:
It was reported the patient stated "[patient's] old lead was frayed and needs to be replaced." The patient inquired about the procedure and recovery time. The patient also stated the implantable pulse generator (ipg) lead was reprogrammed before vacation. Follow-up with the physician's nurse revealed that reprogramming to unipolar was done due to the right atrial (ra) lead showing no capture. It was also reported that the lead may have insulation damage and a possible lead fracture. A lead revision will be scheduled. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5068-52 lead, (B)(6) 1997. (B)(4).